Event description:
It was reported that the user changed supplies to teflon infusion sites and, during the press-and-hold priming stage, did not initially observe drops but then observed drops upon reconnecting to the ilet; subsequent glucose readings were high, including a meter value of 529 mg/dl following a meal that was announced as usual. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no device problem was found, a usage problem was identified, and the issue related to improper or incorrect procedure or method involving the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.